Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received a lead tip stiffness test was performed and was found to be within specification.

Event description:
The lead was explanted due to perforation. The patient was reported to be stable at the time of event.